Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure (cpb), an "over current" error occurred. The clinical engineer confirmed that the tube had loosened. The two tubes were re-set again in the roller pump and continued with the case. It was also reported that during this procedure, that a "belt slip" error occurred on the roller pump. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The subsidiary mfg engineering center (mec) could duplicate the belt slip error. Eval is in progress, but not yet concluded.